Event description:
It was reported that the patient received several inappropriate shocks. During device replacement procedure, it was noted that the tip of the lead was detached from the lead body and freely suspended in the right ventricle. The lead was explanted and replaced. There were no adverse consequences to the patient due to this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead without the distal tip was returned for analysis. A damaged inner coil was noted consistent with fatigue. This damage is consistent with the field observation of inappropriate therapy.